Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s doctor does not believe the pump is right for the customer. She stated that the doctor is going to put the customer on insulin pen injections instead. She said that he has onset alzheimer¿s and doesn¿t remember what her ate. The caller also reported that his sensors are 200 to 300 points off. The customer¿s highest blood glucose has been 475 mg/dl and his lowest has been 46 mg/dl. His highs have been treated with the pump and twice with a shot. The lows have been treated with food. Troubleshooting was offered but the wife declined. The insulin pump and the sensor will not be returning for analysis.